Event description:
The patient developed post-op diffuse lamellar keratitis in the first eye after lasik surgery. The flap was lifted and irrigated. The patient also received antibiotic and anti-inflammatory drops. The patient has recovered with no further problem expected.